Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 401 mg/dl after placing a new infusion set, and later identified that an incompletely removed needle guard prevented the adhesive from adhering fully and the needle from seating correctly; the user replaced the set and reported normal function thereafter. Symptoms included high blood glucose without reported alarms. Outcomes included user-performed troubleshooting and resolution without medical intervention or hospitalization. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed improper setup of the infusion set due to the needle guard not being fully removed, resulting in inadequate insertion and insulin delivery. It was concluded that user setup error led to hyperglycemia and that replacement of the infusion set corrected the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.